Event description:
A driver rx coronary stent system, length 24mm, diameter 4.0mm, was intended to treat a lesion in a patient. It was reported that the delivery system broke in the patient. The target lesion, which was located in the lad, exhibited 80% stenosis with little calcification and little tortuosity. It was reported that the device would not cross the lesion. Resistance was felt while attempting to cross the lesion, and force was applied prior to the device prior to the reported breakage. It was confirmed that the delivery system kinked during use. The device was completely retrieved from the patient. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval: 80% stenosis, little calcification; force applied to device contrary to IFU instructions. Conclusions: 80% stenosis, little calcification; force applied to device contrary to IFU instructions. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube had detached 24.0cm distal to the strain relief. The hypotube was kinked 2.0cm proximal to the break site. The proximal ends of the delivery system, at the break site, were oval in shape suggesting that the shaft was kinked prior to breaking. The proximal portion of the detached hypotube was kinked 22cm distal to the strain relief. The distal portion of the detached hypotube was kinked 27cm distal to the break point. The distal tip of the device was damaged.